Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the system continued to give "low-water level" error message. The prolieve catheter leaked water and the tech continued to add water to the cartridge to complete the case. The case ended at 30 mins because the pt was uncomfortable. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.